Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter thirty-one days post implantation. Per the medical records, during the removal procedure, a small amount of thrombus was noted on one of the filter struts and in one of the filter legs. The patient reports to be suffering from swelling of legs and ankles and knee pain. According to the information received in the medical records, the patient has a history of trauma. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to filter embedding, an attempted but unsuccessful percutaneous removal, and an inability to be safely removed. The patient is also reported to have experienced swelling of legs and ankles and knee pain. The indication for the filter placement was not reported, however, the patient was noted to have had a history of trauma. The filter was placed via the right common femoral vein with no reported complications. Approximately thirty-one days post implant the patient underwent an attempted percutaneous removal of the filter. The access point was the right common femoral vein. The hook of the filter was snared with a gooseneck snare. Multiple attempts were made to pull the filter down into the sheath, however the filter was adherent to the wall of the ivc and the procedure was terminated. A venogram revealed prior to the removal attempt noted a small amount of thrombus was noted on one of the filter struts and in one of the filter legs. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0106055 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. Retrieval difficulty may be impacted by length of time in situ, vessel characteristics and practitioner technique. Swelling of the legs and ankles and knee pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to filter embedding, an attempted, unsuccessful percutaneous removal, and an inability to be safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As per legal brief, the patient underwent placement of defendants optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to filter embedding, an attempted, unsuccessful percutaneous removal, and an inability to be safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.